Event description:
It was reported that a patient presented via a merlin.net transmission with a nonsustained lead noise episode. The episode was noted to be caused by intermittent undersensing of pvcs and ventricular events occurring at the same time as the atrial pace pulse. Programming changes were recommended.